Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
High threshold was noted on the lv lead with only one vector capturing the left ventricle. The lead output was increased and no other action was taken as the physician believed this to be a patient related issue. The patient experienced no adverse events due to this event and the patient is in stable condition.